Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting and may have developed paradoxical hyperplasia (ph) after treatment. Additional information including device information, treated area, treatment date and possible ph location not received.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner and outer thighs on (B)(6) 2023 using the cooladvantage and coolsmooth applicators and presented with paradoxical hyperplasia (ph) and numbness.

Manufacturer narrative:
According to the coolsculpting user manual, numbness on the treatment area can occur during, immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks after onset. In addition, the coolsculpting user manual, under zeltiq clinical studies-resolution of hypoesthesia, states that partial numbness and, to a lesser extent tingling, over the skin of the application site were reported for all subjects immediately post-treatment and for 68% of subjects by one week post-treatment. Partial numbness or tingling is a temporary and anticipated effect of the treatment and was found to resolve without intervention within two to three weeks on average, although in 8.3% of the cases these effects endured for as long as two months.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner and outer thighs on (B)(6) 2023 using the cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.